Manufacturer narrative:
February 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, our technician complained that when the autosensing feature is activated: the display of the under sensing zone is not correct on p wave histogram. The past p waves are missing in the overview dated (B)(6) 2011 because the current sensitivity during the aida reading was 2,0 mv. The physician has observed undersensing. The customer asked clarifications about sorin choice to present p wave histogram.